Manufacturer narrative:
(B)(4)

Event description:
It was reported that the abutment screw (uniht) fractured inside of the implant. The fractured portion was removed from the implant.

Manufacturer narrative:
One titanium hexed uniscrew (uniht) was received. A visual inspection of the returned product identified that the screw had fractured across the threads. There was significant wear due to usage around the threads and the collar. The screw had noticeable nicks and gouges around the hex feature. The alleged device malfunction was confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes a fractured screw, and is considered a similar complaint. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A root cause cannot be determined. The following sections have been updated: device identification: UDI is n/a. Device evaluated by MFR: changed "no" to "yes."

Event description:
No further information available at the time of this report.